Manufacturer narrative:
Evaluation codes, results: migration, endoleak. No device returned for evaluation.

Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. This event was reported on medwatch form from the user facility. The pt has a type 1 proximal endoleak. The pt underwent endograft repair of abdominal aortic aneurysm approximately 5 years ago. The procedure itself was uncomplicated and over time, the aneurysm sac had decrease in size and there had been no endoleak noted. However, his most recent aortic duplex from 5 months ago, now revealed evidence of an endoleak and an abdominal aortic endograft with flow filling the aneurysmal sac. This was a new finding. The residual aneurysm now measured 4.7 cm with mild pulsatility previously at 4.5 cm. Ankle brachial index on the right leg is 0.99 and on the left leg 0.90. CT angiogram showed: caudal migration of the endovascular stent grafts since the prior study from 2 years ago. This is due to persistent posterior kinking of the main body of the graft. The superior attachment ring is nearly 1 full vertebral body lower than what it was a year ago. The kink in the main body of the graft just above the flow divider is also causing a critical in-stent stenosis with a persistent lumen being just barely larger than 5 mm in diameter. There is no evidence of a true type 1 or type 2 leak, also of concern is the fact that the aneurysm sac has increased in maximum transverse diameter from 4.3 to 5.3 cm on today's study. The pt was converted to an open repair. The entire distal end of the iliac limb to the endograft was not removed, as they were exceedingly incorporated and both vessels retrograde up into the internal iliacs. After appropriate flushing, each of the legs was opened and palpable pedal pulses were achieved. No additional clinical sequelae were reported and the pt is fine.